Event description:
On (B)(6) 2012, the patient claimed she received emergency medical treatment after she overcorrected with bolus insulin via the pump and "gone out." The medics tested the patient's blood glucose at 56 mg/dl at the time of concern. The pump was suspended when she was in the ER and was given food. Her blood glucose resolved to 100 mg/dl and eventually to 300 mg/dl at the hospital. Upon her release from the hospital, she took insulin via syringe when her blood glucose was at 450 mg/dl. With 8 unit of novolog 100 via syringe, the patient was able to correct her blood glucose to 99 mg/dl on the morning of (B)(6) 2012. Her diabetic educator wanted the patient to start using the insulin pump again after she contact animas to make sure the pump is functioning properly. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient allegedly "gone out" (possibly passed out) and required medical intervention suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4):the date of the reported event was (B)(4) 2012. The data from the time of the reported event was not available for review as it was overwritten due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the available black box data and alarm history shows no errors or alarms related to the event. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.